Event description:
The following was alleged in a manuscript submitted for publication: 1. Postive pressure ventilation cannot be carried out via the breathing circuit when the anesthesia machine is turned off. 2. Emergency ventilation cannot be carried out instantaneously on power up. 3. When cycling power under battery power, the machine enters a shut down process that can't be interrupted, therefore manual ventilation may or may not be possible during this occurrence. A copy of the manuscript and the company reply are attached.